Event description:
It was reported that, when the needle was pulled out during a refill, there would be a bit of clear fluid that would come out onto her skin. It was noted that the pump was pretty close to the surface at that time and was being poked every two weeks for refills. The fluid was never tested, but the reporter was almost positive that it was drug. It was also stated that the patient never had any symptoms, though the reporter felt that she likely wouldn¿t have noticed the minute amount of medication since she was already receiving 35mg/day intrathecally. At the time of report, the pump was delivering morphine and baclofen, though it was unknown if this was consistent with the patient¿s previous pump.

Event description:
It was later reported that it was just subcutaneous fluid and had nothing to do with the device. Per hcp it was not an issue. Hcp had no further information to provide.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).